Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 428 mg/dl and a bolus was delivered. Customer was treated in the emergency room (ER) with 2 bags of fluid. After approximately 9 hours, customer left ER; bg was 274 mg/dl. Bg elevated to 480 mg/dl and customer went back to ER. Intravenous insulin and fluid were administered. After 5 hours, bg lowered to 92 mg/dl. Customer left ER feeling tired and stressed. Cause of elevated bg was not known and thought it was related to the pump. There were no alerts/alarms that stopped insulin delivery. After the ER visits, customer¿s healthcare provider adjusted the pump settings.